Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed by straightening tubing or changed out pump supplies to address the alarm and resumed insulin delivery. There was no adverse impact customer¿s blood glucose.